Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm, vicmo12.6, -7.50 diopter, implantable collamer lens tore/broke during injection/delivery into the left eye (os).the lens was implanted, removed and replaced intraoperatively with no patient injury and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).